Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on during patient setup and was removed from service. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that during patient setup, the device would not turn on, and there was not any power. The biomedical (biomed) engineer confirmed the issue and noted that although the yellow power light emitting diode (led) was illuminated, the battery led was not. The customer also stated the device did not work on alternating current (ac) or battery power, verified that 120vac was present at the back of the device, and confirmed that 24vdc was present at the connector of the power management (pm) print circuit board assembly (pcba). The rse advised the customer that the pm pcba could be replaced per fco to resolve the issue. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse successfully implemented field correction order (fco) and replaced the pm pcba per fco document/service manual. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.